Event description:
Health care professional reported forty minutes after hemodialysis treatment was initiated the 550 device alarmed fl02 for the second time and the health care professional turned off the ultrafiltrate controller. After approx 3 hours of treatment, pt requested to go the the bathroom again approx 45 minutes later. Charge nurse weighed pt. And noted a weight gain. Pt reported "head felt funny and felt pressure behind his eyes. "Device was checked and found the ultrafiltrate controller was kept off while using a fresenius 50 (high flux) dialyzer. Physician was notified immediately and an order was rec'd to place pt on device with a different dialyzer. In 2 1/2 hours, 3.9 kg was taken off the pt. Per health care professional, no pt injury. Health care professional does not contribute this event to the baxter 550 device. This was a procedure error by the health care professional.